Manufacturer narrative:
This report is submitted on april 18, 2024.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with steroid injection, oral and topical antibiotics (specific date and duration not reported). The patient also underwent a skin revision surgery on (B)(6) 2023 for a debridement and removal of excess skin. The internal fixture remains.